Event description:
Neo-fit was found to be loose resulting in the endotracheal tube (et) becoming dislodged. It was noted that the neo-fit was partly lifting off on one side of face. The tape that is supposed to hold the neo-fit in place had separated in two as one part was still stuck down and other part was lifted. The neo-fit was removed by the staff member while the doctor held the et tube in place. Et tube then secured with new neofit and tube in correct position. No patient harm reported. 42-2540 neofit 2025-12-0000378.

Manufacturer narrative:
G2: foreign: UK. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi 02-10-2025. Manufacturing record review: a review of the device history record was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed 1 similar reported complaint condition. Similar reported conditions could not reliably be determined. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: a functional evaluation could not be completed as the complaint unit has not been returned. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. It should be noted, per IFU, foreign material such as ointments, oils, or excessive salivation may adversely affect the attachment of the device and the adhesive properties of the adhesion foam pad. It should also be noted that, per IFU, the adhesive may be adversely affected due to peeling the adhesive pad away from the plastic base during removal of the adhesive liner. As the IFU has the instruction to avoid the potential for detachment of the adhesive on either side and instruction to replace a unit if it does, no other action is needed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information.